Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has autofill failure error. No one was harmed

Manufacturer narrative:
A getinge field service engineer was sent to investigate and confirmed the issue. The fse replaced the 5000 hour maintenance kit to fix the issue. After replacing the defective part the iabp passed all functional tests and was returned to the customer for use.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has autofill failure error. There was no patient involved.

Manufacturer narrative:
Firm providing updated device identification information in alignment with gudid.